Event description:
It was observed that during service/maintenance, the cystonephrofiberscope had raised glue and distal sheath. There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection, and the reported failure was confirmed. According to the investigation, the connection tube was also found peeling off. The root cause could not be identified. According to the investigation, the reported problems were traced to the device, but the investigation could not identify the actual root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.